Manufacturer narrative:
Product event summary: analysis could not confirm the reported issue, the main printed circuit board (pcb) was replaced as a preventative measure. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) turned off on its own. The epg had been connected to a patient, and after the settings were changed, the patient's heart rate had decreased, which is how the issue was discovered. The epg was turned back on, and did not have a low battery indication. The epg was replaced with another unit, and there was no patient harm. The unit was tested using the same batteries, it ran for twelve hours without the issue being replicated. The epg has been returned for service. No patient complications have been reported as a result of this event.